Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing noted a travel coarse error occurred during the accuracy test. The broken interconnect board was replaced to address the issue. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation noted a travel coarse error that occurred during the accuracy test. The event had occurred during testing.